Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with post-paced t-wave oversensing noted on the stored egm. Programming changes were recommended and an induction test to be performed. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.